Manufacturer narrative:
The following fields have been updated with corrections: reason code for no evaluation: other.

Event description:
It was reported with the use of the unspecified bd vacutainer there was an issue with erroneous results. There was no report of injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd and a root cause could not be determined.

Event description:
It was reported with the use of the unspecified bd vacutainer® there was an issue with erroneous results. There was no report of injury or medical intervention.